Manufacturer narrative:
Other report source: representative of the company responsible for operating medtronic-mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreato duodenectomia with lymphadenectomy, when performing the first stapling, the surgeon felt resistance and the stapler presented a different sound from the normal one when being triggered. At the second stapling, the stapler no longer worked. The load was changed in the attempt to perform the stapling, but without success. Since it was verified that the problem was in the stapler and not in the load, the stapler was replaced by one that was in the consignment so that the surgeon could continue the procedure. There was no patient injury.